Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture is currently not available. During preventive maintenance, it was discovered that the pressure in the circuit was higher than expected. The drive gas check valve was replaced, resolving the reported complaint.

Event description:
While performing maintenance on the anesthesia machine, it was noted that pressure in the circuit was higher than expected. There was no report of patient involvement.